Manufacturer narrative:
The inform ii meter serial number was (B)(6). Qc and linearity testing were acceptable. The meter and test strips were received for investigation. Control ranges: level 1: 30-60 mg/dl; level 2: 261-353 mg/dl. Results: level 1: 43, 43, and 43 mg/dl; level 2: 301, 295, and 295 mg/dl. All returned results are within the acceptable range. No information was provided in the complaint that would point to a cause for the result discrepancy. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The meter was disassembled for further investigation. Contamination was observed in the strip port. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant glucose results for 1 neonate patient tested on an accu-chek inform ii meter + rf compared to the laboratory. The same venous sample was used for the meter test and the laboratory. The result from the meter was 36 mg/dl. The result from the laboratory was 56 mg/dl. The result from the laboratory was believed to be correct as the patient showed no symptoms of low blood glucose.

Manufacturer narrative:
Testing was performed using glycolyzed blood with the returned strips. All testing produced acceptable results, and no strip defects were observed. The patient is a neonate. For neonate samples, product labeling states: "as a matter of good clinical practice, caution is advised in the interpretation of neonate blood glucose values below 50 mg/dl. Please follow the recommendations for follow-up care that have been set by your institution for critical blood glucose values in neonates. Glucose values in neonates suspect for galactosemia should be confirmed by an alternate glucose methodology." The investigation did not identify a product problem. The cause of the event could not be determined.